Event description:
No new information.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
H6: a follow up report will be sent when the investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time (and punctured the dura.). It was also reported that there was medical intervention required to repair damaged tissue. The procedure was completed successfully without a clinically significant delay.